Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential failure mode could be "biocompatibility issues (self limited bleeding, skin irritation, uti)". Therefore, a potential root cause for this failure could be "unsuitable material". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: "warnings: to help reduce the potential risk of infection and/or other complications, do not re-use. If discomfort or any sign of trauma occurs, discontinue use immediately and consult your doctor". Contraindications the product is forbidden for use if the patient has acute urethritis, acute prostatitis, acute epididymitis, and/or acute urinary tract bleeding or injury. "Precautions: inspect the catheter before use. If the inner packaging is open or broken, do not use the catheter and do not try to re-sterilize it. Prior to use of this device, be sure to read the complete information on how to use this device including warnings, precautions and instructions for use, and all other package inserts and labels supplied with the product and accessories. Please consult your doctor before using this product if any of the following conditions are present: fever, chills, back pain, discomfort on emptying the bladder, severed urethra, unexplained urethral bleeding, pronounced stricture, false passage, urethritis - inflammation of the urethra, prostatitis - inflammation of the prostate gland, epididymitis - inflammation of the epididymis (testicle tube)." Inspect the catheter before use. If the inner packaging is open or broken, do not use the catheter and do not try to re-sterilize it." Correction: b h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that these intermittent catheters caused hemorrhaging. Patient stated patient had leukemia and hospitalized and no longer using intermittent catheters. It was unknown what medical intervention was provided.

Event description:
It was reported that these intermittent catheters caused hemorrhaging. Patient stated patient had leukemia and hospitalized and no longer using intermittent catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.